Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak anchor had an out-of-box issue before use in a quadriceps tendon repair procedure on (B)(6) 2024. After opening the device, when the surgeon was trying to tension or loosen the loop of the anchor, two loops appeared when only one singular was supposed to be built. This occurred during preparation on the back table. Another ar-3740sp double loaded knotless knee fibertak anchor with the same lot number was used to complete the case successfully with no harm to the patient. There was no case delay, and no additional anesthesia was administered. The complaint device was available for return. No case involvement.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was observed that the white suture from the pre-converted loops had been broken off from the suture assembly. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to user error in the device due to excessive force used during suture passing/tightening /tensioning.